Manufacturer narrative:
Product event summary, (B)(4): the 2.0 controller passed visual and functional testing. Additional products: battery/(B)(4)/ UDI #: (B)(4). Device available for evaluation: yes, return date: 10/16/2017, device evaluated by manufacturer: yes, device manufacture date: 03/29/2016. Event summary: the battery passed visual and functional testing this report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #: the controller and the battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and battery revealed that the devices passed visual inspection and functional testing. Log file analysis confirmed multiple controller fault alarms on (B)(6) 2017, indicating a fault regarding the internal battery that powers the ¿no power¿ alarm. Controller 2.0 has a feature that monitors the internal battery¿s voltage and will alert the user if a fault was detected by triggering a controller fault alarm. A review of the logs revealed that the controller fault was due to the internal battery exceeding 3.75v. However, the maximum voltage of the battery will not reach the 3.75v threshold, indicating that the fault is most likely related to the monitoring portion of the circuit. Further analysis revealed that a resistor in the monitoring circuit of the controller was exhibiting erratic electrical behavior. This finding does not affect the ability of the internal battery to power the ¿no power¿ alarm. Based on the available information, the most likely root of cause of the reported alarms can be attributed to a faulty resistor in the internal battery¿s monitoring circuit. Additional products: medical device: battery/(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional system component being reported for this event: battery/(B)(4)/ catalog number:1650 / expiration date:03/31/2017. Device available for evaluation?: no. No, not returned to manufacturer. Labeled for single use?: no. (B)(4): heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was anxious and annoyed as they had multiple controller fault alarms.  The alarms started when the battery was connected to power port one, after removing the ac adaptor and that same battery remained on power port one.  There was an identified issue with power pot one on the controller.  It was decided to change the battery and evaluate if any further alarms occurred.  After the battery was changed, the alarm continued.  The controller was also exchanged.  No further patient complications have been reported as a result of this event.